Event description:
It was reported that the external pulse generator (epg) was not pacing. Also noted, was that the cable was "damaged." The epg and cable were returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was analyzed and no anomalies were found.

Event description:
It was reported that the external pulse generator (epg) was not pacing. Also noted, was that the cable was "damaged." The status of the epg and cable is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 5433v, (B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.